Event description:
This patient was in ot for a removal of stent and the stent could not be removed due to heavy encrustation and suspected knotting of stent in the curls in the kidney. The patient then had to have a ureteroscopy performed with a rigid ureteroscope and using the end of the rigid ureteroscope the consultant was able to free the stent from either encrustation and/or knot and ultimately remove the stent. There are 2 more complaints to follow with similar circumstances and the consultant is now concerned when removing any stent without x-ray present, which is adding an extra component to a procedure and most likely extending case time. He feels that since swapping from sof-flex multi-length stents to universa soft stents, there are more curls in the ends of the stent and they have too much 'memory' making it more likely that the end can knot inside itself during removal. He would like an in-depth report if possible, of any findings. Additional ureteroscopy had to be performed in order to release the stent at the kidney end. No adverse effect(s) on patient due to this occurrence.

Manufacturer narrative:
We will be unable to send a complete investigation summary report at this time as the product has not been returned to our facility for evaluation. The customer's comments have been researched via relevant published literature. According to some published literature, stent knotting is a rare event that most often occurs when using multi-length stents, such as the ush-500-r. The consensus of the articles is that knotting could occur during stent positioning due to the substantial length of tubing that remains in the kidney to form the coil configuration. To a small degree, knotting could occur due to a stone that could potentially influence coil configuration during stent positioning. These situations are similar to what the customer has experienced. Encrustation on an indwelling stent is not a rare occurrence. Our instructions for use cautions the following: "a pregnant patient must be more closely monitored for possible stent encrustation due to calcium supplements complications of ureteral stent placement are documented. Use of this device should be based upon consideration of risk-benefit factors as they apply to your patient. Informed consent should be obtained to maximize patient compliance with follow-up procedures. Individual variations of interaction between stents and the urinary system are unpredictable. Periodic evaluation via cystoscopic, radiographic, or ultrasonic means is suggested. The stent must be replaced if encrustation hampers drainage." Should further information relevant to this submission we will notify FDA.